Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was impacted; however, the exact value was not provided by the customer. Reportedly, the customer was using the apidra insulin.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.